Manufacturer narrative:
B4: (B)(6) 2021. Based on information received, it has been identified that MFR report#: 2031642-2021-00507 is the correct report and is the primary complaint. MFR report#: 2031642-2021-03200 has been identified to be the duplicate and should be nulled.

Manufacturer narrative:
The device was not in clinical use. There was no patient or user harm reported.

Event description:
The customer reported not detecting a patient disconnect. The device was not in clinical use. There was no patient or user harm reported.